Event description:
Jp drain surgically placed in abdomen during whipple procedure on (B) (6) 2010. On removal on (B) (6) 2010, drain snapped unexpectedly during routine removal. Surgeon was not able to remove retained drain at bedside. Pt was drought to operating room for uncomplicated removal of the retained piece of drain. Diagnosis: abdominal surgery, whipple procedure. Event abated after use stopped: no.